Event description:
During an operator room procedure it was discovered that the teflon lining in the jaws of the harmonic ace laparoscopic shears was lifting/pulling away from the jaws. FDA safety report ID (B)(4).